Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was able to continue using the pump and was advised to contact support again if the issue reoccurred.